Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was stuck on a non-boston scientific corporation (bsc) guidewire and was forced to come out together. The procedure was completed safely and there were no patient complications reported.